Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recurring motor error alarms on the insulin pump. Customer reported the alarm occurred six to seven times. Customer's blood glucose was 121 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer experienced high blood glucose from the insulin pump powering off. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.